Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified baxter access set leaked. This event occurred during patient use. It was further reported that after the unknown dose was delivered there was visible leakage on the sheet. There was no patient injury or medical intervention associated with this event. No additional information is available.